Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia. The reporter stated that the patient had a blood glucose of 398 mg/dl with symptoms of nausea and vomiting. The patient was in an intensive care unit and treated with intravenous fluids. The reporter stated that there were occlusion alarms with the pump. Upon investigation of the patient¿s technique it was determined that the patient was not cycling cartridges correctly prior to use. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.